Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. The customers blood glucose (bg) level was impacted (321 mg/dl)the customer took a manual injection to stabilize bg level. The customer reloaded a new cartridge and the issue was resolved.